Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.